Manufacturer narrative:
Additional info: added failure analysis info. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device was not recognizing the therapy cable and test load. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One power pca was returned to the failure analysis lab for evaluation. The pca passed all the tests. No fault found (nff) with this power board.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was not recognizing the therapy cable and test load. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.